Event description:
Additional information from the field representative indicated this was a set screw issue.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker displayed high pacing impedance measurements greater than 2000 ohms. There was also loss of capture and evidence of some noise which could not be reproduced. It was noted that sensing measurements were normal.